Event description:
It was reported the customer had damage to their insulin pump. The customer's blood glucose was not reported. No additional information provided.

Manufacturer narrative:
Pump was received with cracked and bleeding on lcd glass, cracked case at display window corner, minor scratched lcd window and cracked reservoir tube lip. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.